Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. The mechanical operation of the balloon catheter was analyzed. The analyst also noted: one balloon catheter returned, syringe was not returned, therefore condition of syringe is unknown. Used a fresh syringe to perform inflation test, put in water and bubbles appear(leaks air) near tip end of balloon, no damage is apparent, or visible on tip end. The balloon does not inflate. (B)(4).

Event description:
It was reported that the balloon catheter did not dilate. The catheter was replaced. Analysis of the catheter showed leakage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.